Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and noise was oversensed, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.